Manufacturer narrative:
The product sample was retained by the customer for further investigation. The customer indicated the product would be cleaned and returned to 3m for analysis once investigation concludes. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in (B)(6) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. The product sample was retained by the customer for further investigation. The customer indicated the product would be cleaned and returned to 3m for analysis once investigation concludes. Analysis is pending upon receipt of product returned from the customer.

Event description:
A hospital employee reported a 3m¿ ranger¿ high flow disposable set (model 24370) and a 3m¿ ranger ¿ fluid warming unit (model 24507) was used during an unspecified surgery on a (B)(6) year old male patient. The unit was primed prior to use. The cassette was placed into the warming unit prior to priming. The employee alleged the warming set was discovered to have a blood leakage in the or during the middle/end of surgery. Duration of surgery was not specified. The blood was warmed for approximately 55 minutes. The leakage was reported to have been discovered approximately 55 minutes after the start of administration. The employee alleged the leakage was located on the surface of infusion set inside the heating plate area. The employee alleged blood was dripping from the heating plate slot. A pressure infusor was not used during blood administration. Manual pressure was not applied. The warming set was removed and tested at the facility using saline. The fluid was drained prior to removing the set from the warming unit. A leakage was discovered to be located on the surface of the heating area. The warming unit was evaluated at the hospital for proper operation and determined to be operating within specifications. The employee reported blood cultures were performed. The employee reported the patient's blood tested (B)(6). The employee reported the patient was observed for complications. The employee reported after 3 days of observation no embolism or patient complications were found. No harmful exposure to blood was specified. The hospital administration retained the product for further investigation.

Manufacturer narrative:
Device hardware unit serial #(B)(4) added. The product had not been returned for analysis. The warming unit was evaluated at the hospital for proper operation and determined to be operating within specifications. 3m has not received the hardware unit for further evaluation as the hospital retained the unit, however the serial number of a unit was received. The DHR record of sn (B)(4) was reviewed. The record showed that the unit was within specification when released to the field. A photo of the disposable fluid warming set was provided. Based on the photo provided the leak appeared to occur in the port exit of the heat exchanger. Failure in this location can be attributed to either the cassette film, port tube, or pvc weld area. Without analysis of the sample it is not possible to distinguish which of the three is the root cause of failure. End of report